Manufacturer narrative:
Additional information: the first protege rx stent break/deployment occurred outside the patient's body and was safely removed from the patient. The second protege rx stent didn't deploy at first but eventually deployed with force. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician attempted to implant a protege rx stent for the treatment of a fibrous lesion in the patient's mid common carotid artery. Moderate vessel tortuosity and moderate vessel calcification was reported. A 5mm spider fx embolic protection device was used. The vessel was pre-dilated using a 3.5mm device. It was reported that during stent placement, the outer sheath was hard and could not be pulled out. It was removed once as is and a new one was opened and inserted. This was also hard, but it could be deployed. The first one that was removed was pulled out so hard that it deployed and broke. No patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.